Event description:
It was reported that when the physician screwed the helix into the septum, the patient complained of pain. The lead had perforated the pt. The patient's blood pressure dropped and pericardial effusion was observed. The blood pressure stabilized and the physician decided to monitor the pt.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.